Event description:
The patient underwent generator replacement surgery. The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
The patient was referred for generator replacement surgery to revise the location of the generator. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has experienced migration of the generator, noting that the generator moves and sometimes turns on its side. The patient was referred to the surgeon. The surgeon indicated that the non-absorbable suture was placed on the generator. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device. Attempts for additional information have been made; no additional relevant information has been received to date.